Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a physician had noted a rectal wall infiltration at the apex of the prostate after spaceoar implantation. It has been confirmed that the majority was positioned correctly, there was a possible minor leak through one of the external layers of the rectal wall at the apex. No patient complications were reported as a result of this event.